Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers and bio-ID scanner were not recognized. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not functioning. A field service engineer (fse) replaced the command-and-control interoperability (ccib) board, reseated all cables and wires, and replaced the mini cab controller board to resolve. The fse confirmed that bio ID functioning correctly. The fse then worked with the user at cubex to configure the drawers. The user was able to resolve the drawer issue by altering the firewall settings. The system functioned as intended after the field service engineer and customer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers and bio-ID scanner were not recognized. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.